Event description:
Additional information received indicated that the event occurred during placement into the aneurysm. No resistance was encountered. The coil broke after it stretched. Customer unable to confirm if the stretching occurred within the microcatheter or aneurysm. Not certain if stretching was within microcatheter or aneurysm. The coil stayed within the patient after snaring with alligator snare was unsuccessful. Stretching was noticed with visibility of the stretching within aneurysm. Premature detachment occurred in the patient's aneurysm and parent vessel. Sl-10 microcatheter was used. Since the occlusion was only 75%, the physician didn't have any plans of completing the procedure. An adequate continuous flush was maintained through the microcatheter. Heparin drip was administered to patient overnight and discontinued the following day. No further additional medications prescribed. The patient is currently doing well.

Manufacturer narrative:
During treatment of aneurysm, the cerecyte deltapaq 8x20 coil stretched during placement in the aneurysm and the coil broke after it stretched. Snaring of the stretched coil was attempted but unsuccessful and the coil remained in the patient. It is not certain if the stretching was within the microcatheter or in the aneurysm. Stretching was noticed with visibility of the stretching within the aneurysm. The stretched coil was the 4th coil put in via an sl-10 straight microcatheter during treatment and no other coils were put in after the coil stretched. This patient had been stented in a previous treatment with neuroform. There was no resistance encountered. The patient's aneurysm was left at about 75% occluded. Heparin drip was administered to patient overnight and discontinued the following day. No further additional medications prescribed. It was reported that the patient is doing well. The coil was not returned, as reported it remained in the patient after stretching and breaking. Located 20.2cm off the proximal end, the core wire has been severely kinked. Located 3mm off the distal tip of the device positioning unit (dpu) is a severe kink. The coil was mechanically detached from the dpu. Without the return of the coil, it's stretched condition cannot be confirmed. However, if the coil was stretched then the evidence as received strongly suggests that the root cause of the coils stretching and the eventual unintended detachment from the dpu was due to distal interference followed by the coil becoming anchored. The source of this interference; whether of a fixed or detached nature cannot be determined. The coil was anchored either by coils already dwelling inside the aneurysm, on itself, from fixed or detached debris of unknown origin, or from the distal tip of the microcatheter. When the anchored coil was retracted, it had a mechanical detachment from the dpu. In addition, without the identification or the return of the concomitant catheter and the coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive root cause cannot be determined based on the available procedural information, based on the analysis of the returned delivery system, it appears that distal interference and anchoring of the coil during withdrawal led to the stretching and detachment of the coil with no evidence of any related manufacturing issues; therefore, no corrective actions will be taken at this time.

Event description:
During treatment of aneurysm, the cerecyte deltapaq 8x20 coil stretched. Snaring of the stretched coil was attempted but unsuccessful. The stretched coil was the 4th coil put in during treatment and no other coils were put in after the coil stretched. This patient had been stented in a previous treatment with neuroform. The patient's aneurysm was left at about 75% occlusion.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Extremely limited information was received. The coil was not returned. Located 20.2cm off the proximal end, the core wire has been severely kinked. Located 3mm off the distal tip of the device positioning unit (dpu) is a severe kink. The coil was mechanically detached from the dpu. Without the return of the coil its stretched condition cannot be confirmed. However, if the coil was stretched then the evidence as received strongly suggests that the root cause of the coils stretching and the eventual unintended detachment was due to distal interference followed by the coil becoming anchored. The source of this interference; whether of a fixed or detached nature cannot be determined. The coil was anchored either by coils already dwelling inside the aneurysm, on itself, from fixed or detached debris of unknown origin, or from the distal tip of the microcatheter. When the anchored coil was retracted, it had a mechanical detachment from the dpu. In addition, without the identification or the return of the unknown microcatheter and the coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.